Manufacturer narrative:
The lens was not returned to bausch + lomb for evaluation. However, a retain sample from lot # 019423 was inspected dimensionally and all measurements were within specifications. In addition, the device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. According to the surgeon, the plunger most likely overrode the iol causing the reported damage.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens in the right eye using the crystalsert (ci-28) delivery device. Upon insertion of the iol, the surgeon noticed that the haptic was torn. Subsequently, the incision was enlarged to remove the lens and a backup lens was implanted. A suture was placed to close the wound. According to the surgeon, the pt's outcome is stable and the prognosis is good. Reference MDR# 2031924-2011-00069.